Event description:
International affiliate reports patient had reconstructive pedicle flap surgery in 2005. Minor infection present at this time. Reservoir with drain was used post op and patient presented with inflammatory reaction.